Manufacturer narrative:
Other relevant device(s) are: product ID: vnmf3428c173tu, serial/lot #: (B)(4), ubd: 03-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the emergent treatment of a ruptured thoracic aneurysm. Approximately two weeks later, the patient's wife called technical services to report that the patient did not survive the procedure. It was reported that during the index procedure, the patient's condition deteriorated and CPR was commenced. A rupture occurred before any of the devices were implanted and the patient expired post the procedure. As per the physician the cause of death was not device related.